Event description:
The sales rep informed via telephone the following info: during a cardiac catheterization procedure, the proximal end of the stent frayed and did not allow for stent deployement. There was difficulty when removing the stent deployment system from the pt, however it was successfully removed without any injury to the pt.